Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will not boot and charge. The receiver download and functional test was unable to be performed. Case opened to inspect and troubleshooting: battery ic chip was damaged/ curved/ cracked (battery voltage=0.01v). The complaint was confirmed for receiver ceases to function because defective receiver battery ic chip was damaged. The reported event that the receiver ceased to function was confirmed. The root cause was defective battery.